Event description:
It was reported that, during implant of this pacemaker system, the patient went into a pulseless electrical activity (pea) state. The right ventricular (rv) lead had been inserted with proper capture but there was no pulse. Chest compressions were performed. Subsequently, the patient went into ventricular fibrillation (vf). Eight external shocks were then given. At this time, there was no rv capture at maximum output. However, the patient lost pulse and died. No additional adverse patient effects were reported.